Event description:
A patient experienced sterile endophthalmitis (endophthalmitis) resulting in acute vision loss 2 days after an uncomplicated cataract surgery. The patient presented with acute vision loss and moderate signs of hypopion and severe inflammation. Cultures of anterior chamber and vitreous samples and fornix swab were negative. The patient was treated with intraocular and topical antibiotics, and topical corticosteroids. In 2009, the patient's visual acuity was reducted to 6/15. The vision was beginning to improve but prognosis was guarded. The patient was concomitantly treated during the surgery with bss. The surgeon indicated that there were no recent changes in surgical technique. The reporter indicated that the product was left in the boot of the doctor's car for about eight to nine hours and was exposed to temperatures above 25 degrees celsius.

Manufacturer narrative:
The lot number used with this patient is unknown.